Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and tubing detachment on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer's other blood glucose level was 600 mg/dl at the time of call. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, vomiting, difficulty breathing and diarrhea. Customer stated that they visit to emergency room. Customer was treated with manual injection, insulin pump and intravenous drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.